Event description:
It was reported that a patient presented with an ejection fraction of 20% and multi-organ system failure. The patient coded multiple times and was cannulated for extracorporeal membrane oxygenation (ECMO). The decision was made to place an impella cp for left ventricle venting. During support, it was reported that the patient was converted to normal sinus rhythm from atrial tachycardia. It was noted of the plan to continue the course with ecpella (ECMO and impella cp) until lactate clear and kidney function recover. All labs were trending positively. The patient was escalated to an impella 5.5. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.